Event description:
The trilogy ev300 ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that a "ventilator service require" condition was confirmed. In conclusion, the device was fully calibrated, and the display board was replaced to address the issue. The root cause is confirmed at this time. The technician confirmed the device works as intended and the system meets the specification for the performed service and is returned to use.